Event description:
The customer reported that the live image became very noisy and then disappeared altogether during a case. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, interconnect cable. And the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.